Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found.

Event description:
It was reported that a patient was experiencing leg weakness. The physician decided to explant the device to determine if the leg weakness issue was stimulation related. There were no reports of device-related issues from the patient prior to the reported event and no other reports of complications following the explant procedure.